Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient to the or, opened the neck incision, and found a bleed at the platysma. Physician drained the hematoma, sutured the bleed, and closed. This resolved the issue.